Manufacturer narrative:
Internal file number - (B)(4). Correction: device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. Curving the sleeve greater than 90 degrees may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils as the gripper lumen coils may have been damaged. The aggregations of forces may have resulted in the difficulty to remove the gripper line; however, based on the information reviewed and without the device to analyze, this cannot be confirmed. The reported stretching and curly appearance (physical property issue) however, appear to be related to procedural conditions, and secondary effect of the difficulty experienced while removing the griper line. It should be noted that the mitraclip nt instructions for use, warns do not deflect the sleeve tip more than 90 degrees as device damage may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The clip delivery system device referenced in describe event or problem is filed under a separate medwatch report.

Event description:
This is being filed to report there was difficulty removing the gripper line (70117u163). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2017, the patient experienced dyspnea, and echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6) 2017 a second mitraclip procedure was performed to stabilize the slda clip. When advancing the cds (70117u163) to the mitral valve, the device was curved to approximately 110 degrees and the clip was deployed without issue. Gripper line removability test was performed successfully. When removing the gripper line approximately 10 cm; resistance was felt and the gripper line stretched as it was removed. After the gripper line was removed, it was noted to have a curly appearance. The clip remained stable on the leaflets. The mr was reduced to 1-2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.